Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is in cannula tubing. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened/used.

Event description:
The customer reported via phone call that the sensor had no electrode. The customer's blood glucose was unknown at the time of incident. The sensor was returned for analysis.